Manufacturer narrative:
(B)(4). All filars of the outer coil was fractured at 27.5 cm from connector pin. The outer insulation was intact at the same location. The lead was electrically intermittent due to fractured outer coil. This is consistent with the observation from the field of sensing artifacts.

Event description:
It was reported that sensing artifacts was observed. The lead was explanted and replaced. The patient's condition was good after the procedure.